Event description:
Following a bronchoscopy lung biopsy procedure, the pt was diagnosed with back and lung pain. The severity was described as moderate by the physician, the pt had drug intervention and the pt recovered.